Manufacturer narrative:
G4: 05may2020. B4: 06may2020. The device was evaluated by the field service engineer and the reported issue was confirmed. The field service engineer replaced the touchscreen assembly to address the reported issue. The root cause was determined that indium tin oxide (ito) coater motor was not properly functioning at the supplier¿s supplier, allowing air in the airlock contaminating the sputtering chamber, which impacts the ito coating, causing hi-resistivity and ito instability over time. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01/31/2020.

Event description:
The customer reported that the touchscreen on the device was unresponsive. It is unknown if the device was in clinical use at the time the issue was discovered. There was no patient or user harm reported.